Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+1.5/180 (sphere/cylinder/axis), in the patients left eye (os) but the lens was torn. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.